Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, bupivacaine and baclofen (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2016. It was reported the patient had a sudden change in therapy noted as withdrawal. An error code 8286 was seen on the personal therapy manager (ptm) indicating the pump reservoir was empty. The patient missed a refill. The ptm was showing a refill date of (B)(6) 2016. The patient did not know what to do and was crying after missed refill considerations were reviewed. The patient planned to follow up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.